Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Complaint conclusion: as reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, a grade I perforation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported ivc perforation could not be confirmed without procedural films for review. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of an optease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, grade I perforation.

Event description:
As reported by the legal team, the patient underwent placement of an optease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, grade I perforation. The following additional information was received per the patient¿s implant records at filter placement; the patient had multiple medical problems including a recent pulmonary thromboembolism. The filter was implanted due to thromboembolism and the patient¿s inability to anticoagulate. The optease filter was positioned at l2 level and placed in the infrarenal inferior vena cava (ivc). According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately eleven years and seven months post implantation. The patient reports perforation of filter strut(s) outside the ivc. The patient further reports suffering from chest pain, leg swelling, blood clots, inability to sleep thinking about the filter and mental anguish. The patient also reports feeling sick and scared as most of the doctors cannot remove the filter.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal team, the patient underwent placement of an optease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, grade I perforation. The following additional information was received per the patient¿s implant records at filter placement; the patient had multiple medical problems including a recent pulmonary thromboembolism. The filter was implanted due to thromboembolism and the patient¿s inability to anticoagulate. The optease filter was positioned at l2 level and placed in the infrarenal inferior vena cava (ivc). According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately eleven years and seven months post implantation. The patient reports perforation of filter strut(s) outside the ivc. The patient further reports suffering from chest pain, leg swelling, blood clots, inability to sleep thinking about the filter and mental anguish. The patient also reports feeling sick and scared as most of the doctors cannot remove the filter.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter which subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, grade I perforation. Per the medical records, history includes multiple medical problems, and recent pulmonary thromboembolism. The filter was implanted due to thromboembolism and the patient¿s inability to anticoagulate. The optease filter was positioned at l2 level and placed in the infrarenal inferior vena cava (ivc). Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc. The patient further reports suffering from chest pain, leg swelling, blood clots. The patient further reports anxiety, lack of sleep, mental anguish and sick and scared. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety, chest pain and swelling of the legs do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.